Event description:
It was reported that while in use on a patient, this 980 ventilator generated background fault messages. There was no injury to the patient.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 v entilator generated background fault messages. A review of the logs indicates that the ventilator entered backup ventilation (buv) during the reported event. Upon inspection of the unit by the customer's biomedical (biomed) engineer, the unit was in a safety valve open (svo) condition as a result of entry into buv. The biomed attempted to clear the svo condition but failed the extended self test (est) even after replacement of the exhalation valve flow sensor (evq). The medtronic service personnel (sp) inspected the unit and replaced the reprocessing kit in the new evq. The unit passed all the required calibrations and tests per manufacturer specifications at the time of service. The cause of the unit entering buv could not be determined. The secondary finding that the device failed est was due to a potential fault in the evq. The events are included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.